Event description:
Reference number (B)(4) event occurred in the united states. The patient reported experiencing a kinked tubing issue on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.